Event description:
It was reported that the neurostimulator placement in the pt caused discomfort. Also, the device position had become superficial. The neurstimulator was reported and the pt recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.